Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint handling database revealed no other incidents for leak reported from this lot. The reported patient effect of death, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery. A 4.0 x 19 mm rx graftmaster was used to treat a perforation; however it only partially sealed the perforation. The graftmaster was implanted inside the longer stent that caused the perforation and there was only residual leaking noted. The patient experienced cardiac tamponade and expired 10 minutes post procedure.